Event description:
It was reported that the patient fell 3-4 weeks prior to report the patient fell on her buttocks. Since the fall the stimulation hadn¿t been helping the patient. The patient did not know the exact date of the fall. The patient usage showed that the patient had only use the device 22 percent of the time since (B)(6) 2014. The patient stated that she was using it more than the system was showing. All impedances were within normal limits. The patient was reprogrammed with hd stimulation. The patient¿s status at the time of report was alive with no injury. The patient experienced less than 50 percent therapy relief. Later the patient reported that she liked one of the new settings and would call if she needed anything further changed.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).